Event description:
Customer reported that the positive rate on the sars-cov-2 tma results seemed higher on the panther instrument (sn (B)(4)) than on other platforms. Customer re-ran 77 positive samples on their pcr platform, and 10 were pcr negative (sample ids or worklist ids not provided). Most of the re-ran samples had rlus greater than 1000, but some samples had rlus in the 700s. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Senior manager scientific affairs, virology provided feedback to customer that this was a commonly observed phenomenon. The samples could be low positives and therefore not repeat, or only one of the two target amplified. The samples were still true positives even if they were low-target or did not repeat upon retest. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.